Event description:
The customer reported kv and ma are going to maximum. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable and performed a beam alignment. System operates as intended. (B) (4).